Event description:
It was reported that this right atrial (ra) lead was suspected to have moved, resulting in pacing threshold change. Boston scientific technical services (ts) discussed that threshold is the same during implant. This device remains in service. No adverse patient effects were reported.